Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 7424 serial #(B)(4)showed no significant anomalies. The battery was at normal end of life and telemetry/output were okay.

Event description:
It was reported that the stimulator was turning on. The patient hadn¿t used the stimulator in 15 years, and the day of the report, it turned on, on its own. This was said to be noticed because there was an area above the patient¿s elbow that had started vibrating. The patient (or anyone else) hadn¿t turned it on. It was reviewed with the reporter that the only way to know if it was on was to interrogate it with a programmer. It was unknown if the patient or family had a programmer. The patient was in hospice and had passed away one day after the report due to cancer. The device had not been checked by anyone prior to the death.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l32191, implanted: (B)(6) 1993, product type: lead. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. (B)(4).